Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an internal hemorrhoid ligation under general anesthesia procedure performed on (B)(6) 2025. It was reported that prior to the procedure, the device was checked and found to be undamaged and functional. During the procedure, four rings were successfully ligated around the hemorrhoids, but rings 5 to 7 could not be released properly, resulting in the inability to ligate the hemorrhoids. Medical staff administered hemostatic medication to the patient. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a050501 captures the reportable event of bands failure to deploy.